Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been mde to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up without staples; the remaining drivers were down with staples present. In addition two cartridges were received fully fired. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a whipple procedure, the device cut, but the staples did not form. A reload trt75 was pulled and the same thing occurred. Unknown how the procedure was completed. There is no patient consequence.